Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00456, 0001822565-2019-00457, and 0001822565-2019-00458. Additional concomitant medical products: unknown femoral catalog#: ni, lot#: ni, unknown tibial insert catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient is reporting multiple unknown issues and pain. No revision has been performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. This report is a duplicate. This device and event will be covered on medwatch 0002648920-2019-00088.

Event description:
No further event information available at the time of this report.